Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test step during testing. The device's active exhalation control module board was replaced to address the issue. Additionally, unrelated to the test fail, the device was found to have missing/displaced rubber feet, so the enclosure feet were replaced and the cord retainer was found to be missing/broken, so the cable clamp was replaced. Also, the thermistor was found to not be connected, so it was re-connected.